Event description:
Additional information was received that reprogramming was performed to resolve this event. The patient was stable.

Event description:
It was reported that, far field r-wave oversensing was noted on the device. No intervention has been performed. The patient was stable.